Manufacturer narrative:
This report is submitted on july 22, 2019.

Event description:
Per the clinic, the patient experienced a magnet dislodgement following an MRI (tesla unknown). The patient's head was wrapped as an approved indication in europe. Surgery to replace the magnet has been completed (date not reported).